Event description:
It was reported that the vns patient was seen for a follow up appointment with the surgeon on (B)(6) 2010, and there was documentation in the clinic notes from the consult visit which indicated that there was suspicion that there was an increase in seizure activity due to a device setting change that occurred in (B)(6) 2009, in which the device was programmed to rapid cycling of 7 seconds on time and 14 seconds off time. Diagnostic test results revealed normal device function at a follow up appointment with the neurologist one week prior on (B)(6) 2010. The relationship of the increase in seizure frequency that occurred in (B)(6) 2010, to the pre-vns baseline is unknown. The clinic notes from the neurologist's office from the clinic visit on (B)(6) indicates that at the settings (rapid duty cycle), there were no side effects, however, there was a note that they may change the duty cycle back to 30 seconds on and 5 minutes off. The settings where not changed as of the consultation visit with the surgeon one week later. Good faith attempts to obtain additional information are underway.